Event description:
Two endeavor sprint drug eluting stents were implanted in lad during index procedure. An angiographic complication of no reflow occurred during the index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Results and conclusions: (dissection.) (B)(4).